Event description:
Emergency medical technicians connected the device to a person described as in full arrest. Reportedly, shortly after device power-on, the device repeatedly and inappropriately prompted connect electrodes.